Event description:
Customer's father called to report the insulin pump alarmed for motor error. Blood glucose reading was 198 mg/dl. No significant events were recalled leading up to the alarm. Advised that the insulin pump will be analyzed and replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).